Event description:
It was reported that the right ventricular lead exhibited loss of capture and decreased sensing. It was noted that the patient had a fall in 2014. The device was reprogrammed. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.